Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. At an unspecified time the device was programmed to deliver an unspecified medication and the delivery started. No specific programming parameters were provided. After an unspecified length of time, a nurse from the medical surgical floor reported the device powered off by itself while operating on unk power source without sounding an audible alarm tone. The customer contact reported when the device was returned to the biomed dept a depleted battery error code was displayed. The customer contact reported these events were not noted in the device history. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.